Event description:
Reporter reported the g-tube balloon broke and was associated with bleeding at the stoma site. The g-tube was replaced, and the stoma was cauterized with silver nitrate. An x-ray was taken to confirm placement. One pt involved.